Event description:
Implant placed between "mentonians." Removal of the implant due to a sprain caused by the poor placing of the movable prosthesis by the pt. The denture was placed fixed in a single ball joint, this was not noticed and caused the lesion which led to the replacement of the implant.